Event description:
It was reported that during a diagnostic polypectomy procedure under sedation, after placing the loop using a single use ligating device, around the polyp, the device could not be moved to release the loop. As a result, the customer had to forcibly separate/open the handle and manually manipulate the metal cathode to release the loop and complete the procedure. The procedure was delayed greater than 30 minutes, without any patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus and the reported failure was confirmed. It was found the handle and insertion portion were separated. The loop was not returned. The broken portion of operating pipe was inspected and found to be broken. The coil was cut under the handle. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely that the device was broken due to the following mechanism: the operating pipe of the slider was broken. The broken portion had the shape that broke due to mechanical load. Olympus will continue to monitor field performance for this device.